Manufacturer narrative:
The reported events were dislodgment, failure to capture and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the inner coil was over torqued at connector pin region. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
During an in clinic follow-up, right ventricular (rv) lead dislodgement resulting in loss of capture was reported. An attempt to reposition the rv lead was performed, however, the helix was unable to be retracted. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.